Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported that her mother found her incoherent at 2:00 am due to low blood sugar. Patient stated that her mom was awakened due to her screaming and crying, which she had no recollection of. Patient's blood glucose (bg) reading from her fingerstick at that time of the event was 29mg/dl. Patient's mother gave her orange juice to bring her bg up. The paramedics nor any other medical assistance was called. The patient was okay after about 30 minutes. There was no alleged device malfunction. At the time of contact, the patient had recovered. Additional event or patient information is not available. No product or data was provided for evaluation. The reported hypoglycemic event was not confirmed. A root cause could not be determined.